Event description:
Libre freestyle diabetic meter in my arm was giving me a reading in the 60's. I went to do my volunteer traffic directing job at local school. When I exited my truck, I went down and fractured my l4 in my back. When emergency medical services ambulance arrived, my sugar was 450. At hospital it was 350.